Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with handle tha f/lateral approach. The handle was difficult to lock and it was attempted several times. With the profiler handle being unlocked, staff was able to hold the profiler while grasping the knob by hand and pulled it out with pliers. After that, the implant was successfully inserted and the surgery was completed successfully. The surgical delay due to this handle malfunction was about 10 minutes. Additional information was not provided nor available was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch report: these case (B)(4) is related to (B)(4).(9610612-2020-00223).